Event description:
It was reported that during a thyroid procedure, the device stopped working and a part of the tissue pad fell off into the patient. There was some bleeding when the problem occurred which was controlled by packing. The piece of tissue pad was located and removed without altering procedure. No blood products were needed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The device received was returned in good physical condition. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device was tested with a generator and was functional. The cutting of the test media performed as expected.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.